Manufacturer narrative:
A physical inspection of the device was performed by a team consisting of mfg engineering, r&d, and qa. The visual inspection looks for catheter and shaft damages such as bends, kinks, cuts, scrapes, cracks, discoloration or corrosion. The catheter must be free of any major physical damage before it can be electronically tested. During the visual inspection, it was noticed that the catheter was received in two pieces. Separation of the catheter occurred along the proximal catheter shaft body. The drive cable appeared to be kinked just distal to the separation. This kink indicates the device may not be operational. There are no observed process or workmanship defects noted on the catheter. There is no observed evidence to conclude that the catheter is out of specification. At this time, it can not be determined what caused the separation of the catheter. Although there was no pt impact associated with this incident, if the event were to reoccur, there could be a potential for injury. This report is being sent as a notification.

Event description:
The revolution catheter shaft separated and was left in the pt body, requiring retrieval.